Event description:
Began laparoscopic cholesystectomy when light cord broke and second one obtained. 5mm scope broke and second one obtained. It also broke and 3rd one obtained. Case started then grasper broke. Obtained 2nd one and tip broke off inside patient. Tip removed from patient.